Event description:
This is follow up#1 to report on 18/dec/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral and parastomal hernias¿ repair and was implanted with strattice device lot sp100157 on (B)(6) 2015. On (B)(6) 2017, patient underwent an ¿incisional hernia¿ repair and was implanted with a non-abbvie device lot pco2015x. The patient underwent an "exploratory laparotomy, extensive lysis of adhesions, small bowel resection, ileocolic resection with creation of end ileostomy; enterocutaneous fistula takedown, ventral hernia and spigelian hernia repair with biologic mesh¿ on (B)(6) 2020 by dr. (B)(6) and dr. (B)(6) at (B)(6) medical center. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, economic and non-economic losses¿. Patient ¿was bedridden for approximately a year because of [their] open abdominal wounds, pain and her use of a wound vac. Because [they] could not eat food orally, [they] had to use a PICC line for [their] nutrition. A home healthcare nurse came several times a week to change the PICC line tubing. [Patient] has lifting restrictions and had to adjust [their] physical activities. [Patient] has difficulty working out at the gym, weightlifting, or swimming. [Patient] is dependent on [their children] to help with daily tasks [they have] difficulty completing [themselves]. [They] wears an uncomfortable stomach binder. [They have] difficulty participating in family outings and activities due to pain. [Patient] is unable to lift [their] grandchildren or participate in physical activities with them without experiencing pain. [Patient¿s] abdominal area is disfigured and scarred causing [them] embarrassment. [Patient] is fearful [they] will suffer another hernia in the future.¿. The form lists the conditions that were treated were ¿ventral hernia; parastomal hernia; stricture of colostomy from scar; partial colectomy with takedown of colostomy & revision of colostomy to the ruq; repair of parastomal hernia with strattice mesh; repair of midline hernia with parietex mesh¿ with approximate dates of treatment as (B)(6) 2015. The patient also received treatment for ¿infected incisional hernia mesh; removal of infected parietex mesh; left-sided component separation with myocutaneous flap; repair of incisional hernia with strattice mesh; parietex mesh completely excised¿ on (B)(6) 2017. The patient received treatment for ¿crohn¿s disease, enterocutaneous fistula, ventral hernia; exploratory laparotomy, extensive lysis of adhesions, small bowel resection, ileocolic resection with creation of end ileostomy; ventral hernia and spigelian hernia repair with surgimend mesh¿ on (B)(6) 2020. The patient also received ¿home healthcare¿ treatment in the year 2020. The ppf form also indicates the patient was implanted with a non-abbvie device, "covidien parietex mesh, lot #unknown¿ during the (B)(6) 2015 procedure and on (B)(6) 2017 was removed due to infection. The patient was also implanted with ¿surgimend mesh, lot #unknown¿ on (B)(6) /2020. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015. The form also indicates that on an (B)(6) 2017, the strattice implant had been removed and implanted a 2nd strattice. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00211 (abbvie complaint #(B)(4)). This MDR is being submitted for the first strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot sp100157 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2015. The form also indicates that on (B)(6) 2017, the strattice implant had been removed and implanted a 2nd strattice. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same event and the same patient reported under MDR ID# 1000306051-2023-00211 (abbvie complaint (B)(4). This MDR is being submitted for the first strattice.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.